Event description:
It was reported during a da vinci surgical procedure, the cable came of the pulley on a large suturecut needle driver instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip cable was derailed at the distal idler pulley. The cable derailment can prevent the instrument from moving intuitively. Additional observation by failure analysis found the instrument grip cable was frayed at the distal idler pulley. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the frayed grip cable if to recur could cause or contribute to an adverse event.